Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, d10, g3, h2, h3, h4, h6 and h11. Corrected fields: h6 medical device problem code and component code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: device had a damaged focus knob causing the reported failure. Also, the "noisy image" is due to a faulty charged coupled device (ccd) and kinks in the cable. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head focus knob does not rotate properly, making it difficult to get it to focus. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head focus knob does not rotate properly, making it difficult to get it to focus. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.